Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had fluctuating blood glucose levels. The customer's blood glucose levels ranged from 25 to 500 mg/dl. The customer's blood glucose reading at the time of call was 103 mg/dl, but by the end of the call it was 133 mg/dl. The customer explained that she did not use the suspend feature in fear that the blood glucose levels would get too high. The customer was advised that the bolus wizard settings may have been too high, and that she should reach out to a local trainer for help. It was also reported that the customer had been hospitalized at an unknown time due to a swelling on her leg, but it was not diabetes related. Nothing further to report.